Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The act and esc buttons were unresponsive. His blood glucose level was 240 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at display window corner and with cracked reservoir tube lip.